Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified distal right coronary artery. After an unspecified guide wire crossed the lesion, the 15mm 2.50 maverick balloon catheter was advanced but encountered difficulty upon crossing the calcified part of the lesion. Attempts were done and the device successfully crossed the target lesion. Dilation was performed; however, the balloon ruptured under nominal pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick otw catheter was received inside a maverick otw shelf box and inner packaging pouch. The batch number on the packaging and device matched the reported batch number. There was blood in the inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole 4mm from the distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified distal right coronary artery. After an unspecified guide wire crossed the lesion, the 15mm 2.50 maverick balloon catheter was advanced but encountered difficulty upon crossing the calcified part of the lesion. Attempts were done and the device successfully crossed the target lesion. Dilation was performed; however, the balloon ruptured under nominal pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.